Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance that there was foreign matter inside one (1) tube. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one sample for investigation. The returned sample was investigated, and red foreign material (fm) could be identified in the tube. The sample underwent functional tests to determine the nature of the fm, which was found to be consistent with cardboard or wood fibers. Additionally, 100 retained samples were visually inspected, and no fm was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance that there was foreign matter inside one (1) tube. There was no health impact or consequence reported.